Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was over-sensing post paced t-waves. The patient presented in clinic on (B)(6) 2020 and programming changes were made to resolve the issue.

Event description:
New information received stated that on (B)(6) 2020, the patient presented in clinic with additional episodes of post paced t wave oversensing. Programming changes were made to address the oversensing. There were no adverse consequences to the patient and the patient was discharged from the clinic. The patient was scheduled for continued monitoring remotely via merlin.net.

Event description:
New information received stated that the patient presented again to the clinic via merlin.net transmission with additional episodes of non-sustained oversensing. Upon examination, the device appeared to have bigger t waves than the previously reported episodes in may. The device was reprogrammed again on (B)(6)2020 to resolve the oversensing. The patient remained in stable condition.

Manufacturer narrative:
Additional information: b5.